Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint as the lot number provided was not an existing lot number; therefore, a review of the device history record could not be conducted.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tube there was overfill. The following information was provided by the initial reporter. The customer stated: the "citrate tubes are 5% overfilled."